Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Internal lithium battery monitored for 2 days. Pump received error and charge, battery lasts less than expected, problem isolated to internal lithium battery. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had low battery alert less than a week. No harm requiring medical intervention was reported. The device will be returned for analysis.